Event description:
It was reported that the monopolar curved scissors instrument was dull. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering completed performance testing and observed that the scissors do not cut cleanly through .006" latex. The latex gets pinched at the scissor tips. One blade edge has a deformation very near the tip that prevents the blades from fully closing. The damage to the blade may be due to mishandling/misuse. Electrical continuity passed. Engineering also observed the distal end of the main tube to have a 2" long section located 3" above the tube extension with material removed all around the tube. The glass fibers are exposed, making the surface finish rough in the damaged area. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received.